Manufacturer narrative:
The exposed portion of the soft cannula was observed to be damaged. During the investigation, fluid was observed to divert through a tear in the exposed portion of the soft cannula, and as a result fluid was unable to successfully exit the distal tip of the soft cannula. Although a leak was observed, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 280 mg/dl while wearing the pod between 36 and 48 hours on the leg. Patient reported the pod was leaking during wear. As treatment, a manual injection of insulin was delivered and a new pod was applied.